Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - associated medical devices: oxf uni tib tray sz b lm PMA; item# 154720; lot# 3466323. Oxford ph3 cementless fem sz m; item# 154926; lot# 3581282. Refobacin plus bone cement 40; item# 3020830401; lot# a509al1501. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford, tibial component; item# unknown: lot# unknown. Unknown oxford, femoral component; item# unknown: lot# unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 8 years and 11 months after implantation, the patient underwent a revision surgery due to knee pain and bearing dislocation due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified and explanted oxford bearing. The photos are unclear; however, there does appear to be some damage to edges of the femoral face lip and it is unknown if this may have been caused during revision or from a dislocation. Nothing further can be gained from the photographs. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. One radiograph was provided and reviewed by a health care professional and not submitted to a radiologist for review due to a large interfering line that transects/obscures the image and the radiograph is not dated. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.